Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil may have had a contributory factor to the reported patient complications. However, hydrocephalus is a known risk associated with these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
(B)(4) - hydrocephalus. (B(4).

Event description:
The patient underwent successful balloon assisted coil embolization of a right internal carotid artery (ica) - posterior communicating artery (pcoma) aneurysm that resulted in a small neck remnant. Approximately 12 months post the index procedure two additional coil embolizations were performed due to aneurysm recurrence. It was reported that approximately 18 months post a third embolization procedure, the patient presented with symptoms of dementia and impaired coordination. A magnetic resonance imaging (MRI) revealed hydrocephalus without evidence of obstruction of cerebrospinal fluid (csf) pathways by the coil mass. A ventriculo-peritoneal shunt (vp shunt) was placed, and the patient recovered completely.

Event description:
The patient underwent successful balloon assisted coil embolization of a right internal carotid artery (ica) - posterior communicating artery (pcoma) aneurysm that resulted in a small neck remnant. Approximately 12 months post the index procedure two additional coil embolizations were performed due to aneurysm recurrence. It was reported that approximately 18 months post a third embolization procedure, the patient presented with symptoms of dementia and impaired coordination. A magnetic resonance imaging (MRI) revealed hydrocephalus without evidence of obstruction of cerebrospinal fluid (csf) pathways by the coil mass. A ventriculo-peritoneal shunt (vp shunt) was placed, and the patient recovered completely.